Event description:
It was reported that at the user facility the smoke evacuator was not working. No further information regarding this event is available from the user facility.

Manufacturer narrative:
The device was serviced for preventive maintenance by a manufacturer field service technician at the user facility and returned to service.